Event description:
It was reported that the tibial baseplate and liner had to remove due to it being loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.